Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient lost their ins recharger (insr) and it had been more than 50 days since they had charged their ins. The caller believed the ins to be likely overdischarged. The foundation care number was provided for the patient to call. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the rep was with the patient and had completed the physician recharge mode (prm), charged the device to 25 percent, and cleared the power on reset (por). It was reviewed while on the call that the patient should keep an eye on the charge level post-overdischarge.